Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Extreme pain upon application [post procedural pain]. Intense, disabling fatigue [fatigue]. Migraines [migraine]. Joint pain [joint pain]. Pain in the groin [pain groin]. Depression [depression]. Emotional disorders [emotional disorder]. Psychological disorders (hypochondria) [hypochondriasis]. Psychological disorders (isolation) [psychological disorder]. Case narrative: this spontaneous case describes the occurrence of pelvic pain ("pelvic pain"), procedural pain ("extreme pain upon application") and fatigue ("intense, disabling fatigue") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. Essure was removed in 2021. On unknown date she experienced pelvic pain (seriousness criteria disability and intervention required), procedural pain (seriousness criterion medically important), fatigue (seriousness criteria disability and medically important), migraine ("migraines"), arthralgia ("joint pain"), groin pain ("pain in the groin"), depression ("depression"), emotional disorder ("emotional disorders"), illness anxiety disorder ("psychological disorders (hypochondria)") and mental disorder ("psychological disorders (isolation)"). The patient was treated with surgery (to remove essure). At the time of the report, the fatigue, depression, emotional disorder and illness anxiety disorder had resolved with sequelae and the pelvic pain, procedural pain, migraine, arthralgia, groin pain and mental disorder had resolved. No causality assessment was received for essure with regard to procedural pain, migraine, arthralgia, groin pain, pelvic pain, fatigue, depression, emotional disorder, illness anxiety disorder or mental disorder. The reporter commented: she removed the essure implant in 2021. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], extreme pain upon application [post procedural pain], intense, disabling fatigue [fatigue] , migraines [migraine] , joint pain [joint pain] , pain in the groin [pain groin] , depression [depression] , emotional disorders [emotional disorder], psychological disorders (hypochondria) [hypochondriasis], psychological disorders (isolation) [psychological disorder] . Case narrative: this spontaneous case describes the occurrence of pelvic pain ("pelvic pain"), procedural pain ("extreme pain upon application") and fatigue ("intense, disabling fatigue") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. Essure was removed in 2021. On unknown date she experienced pelvic pain (seriousness criteria disability and intervention required), procedural pain (seriousness criterion medically important), fatigue (seriousness criteria disability and medically important), migraine ("migraines"), arthralgia ("joint pain"), groin pain ("pain in the groin"), depression ("depression"), emotional disorder ("emotional disorders"), illness anxiety disorder ("psychological disorders (hypochondria)") and mental disorder ("psychological disorders (isolation)"). The patient was treated with surgery (to remove essure). At the time of the report, the fatigue, depression, emotional disorder and illness anxiety disorder had resolved with sequelae and the pelvic pain, procedural pain, migraine, arthralgia, groin pain and mental disorder had resolved. No causality assessment was received for essure with regard to procedural pain, migraine, arthralgia, groin pain, pelvic pain, fatigue, depression, emotional disorder, illness anxiety disorder or mental disorder. The reporter commented: she removed the essure implant in 2021. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.